Manufacturer narrative:
A2 - age at time of event: 84 years old at the time of enrollment.

Event description:
It was reported that restenosis occurred. The subject was enrolled into a clinical study on (B)(6) 2024, and the index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm anastomosis with 5.0 mm reference vessel diameter, 50 mm length and 75 % stenosis with no calcification. Pre-dilatation was performed using 5 mm x 40 mm balloon with residual stenosis of 0 %. The target lesion was treated with 5 mm x 80 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was 0 %. Post procedure, the subject was advised to continue ongoing anticoagulant medication therapy. Post index procedure, avf functional assessment revealed flow volume (fv) of 688 ml/min, resistance index (ri) of 0.60, systolic blood pressure of 175 mmhg, and diastolic blood pressure of 81 mmhg. On (B)(6) 2024, the subject had first successful hemodialysis performed after index procedure. On (B)(6) 2025, during protocol required 3 month follow up, avf functional assessment revealed flow volume (fv) of 738 ml/min, and resistance index (ri) of 0.50, systolic blood pressure of 150 mmhg, and diastolic blood pressure of 77 mmhg. There was no clinical symptom to indicate av access dysfunction. On (B)(6) 2025, during protocol required 6 month follow up, avf functional assessment revealed flow volume (fv) of 892 ml/min, and resistance index (ri) of 0.52, systolic blood pressure of 137 mmhg, and diastolic blood pressure of 82 mmhg. There was no clinical symptom to indicate av access dysfunction. On (B)(6) 2025, the subject was noted with decreased blood flow indicating av access dysfunction. Decreased blood flow was the specific potential cause of reintervention. Pre-reintervention avf functional assessment revealed flow volume (fv) of 712 ml/min, resistance index (ri) of 0.51, systolic blood pressure of 142 mmhg, and diastolic blood pressure of 67 mmhg. On the same day, 269 days post index procedure, 90% stenosis noted in left arm anastomosis (non-target lesion) with 30 mm lesion length was treated by percutaneous intervention with poba and the final residual stenosis was noted to be 0%. On (B)(6) 2025, the outcome of the event was considered as resolved. It was further reported that the stenosis occurred in a non-target lesion.

Manufacturer narrative:
A2 - age at time of event: 84 years old at the time of enrollment.

Event description:
It was reported that restenosis occurred. The subject was enrolled into a clinical study on (B)(6) 2024, and the index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm anastomosis with 5.0 mm reference vessel diameter, 50 mm length and 75 % stenosis with no calcification. Pre-dilatation was performed using 5 mm x 40 mm balloon with residual stenosis of 0 %. The target lesion was treated with 5 mm x 80 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was 0 %. Post procedure, the subject was advised to continue ongoing anticoagulant medication therapy. Post index procedure, avf functional assessment revealed flow volume (fv) of 688 ml/min, resistance index (ri) of 0.60, systolic blood pressure of 175 mmhg, and diastolic blood pressure of 81 mmhg. On (B)(6) 2024, the subject had first successful hemodialysis performed after index procedure. On (B)(6) 2025, during protocol required 3 month follow up, avf functional assessment revealed flow volume (fv) of 738 ml/min, and resistance index (ri) of 0.50, systolic blood pressure of 150 mmhg, and diastolic blood pressure of 77 mmhg. There was no clinical symptom to indicate av access dysfunction. On (B)(6) 2025, during protocol required 6 month follow up, avf functional assessment revealed flow volume (fv) of 892 ml/min, and resistance index (ri) of 0.52, systolic blood pressure of 137 mmhg, and diastolic blood pressure of 82 mmhg. There was no clinical symptom to indicate av access dysfunction. On (B)(6) 2025, the subject was noted with decreased blood flow indicating av access dysfunction. Decreased blood flow was the specific potential cause of reintervention. Pre-reintervention avf functional assessment revealed flow volume (fv) of 712 ml/min, resistance index (ri) of 0.51, systolic blood pressure of 142 mmhg, and diastolic blood pressure of 67 mmhg. On the same day, 269 days post index procedure, 90% stenosis noted in left arm anastomosis (non-target lesion) with 30 mm lesion length was treated by percutaneous intervention with poba and the final residual stenosis was noted to be 0%. On 08sep2025, the outcome of the event was considered as resolved.